Event description:
A patient reported that the meter would not turn on. Patient did not have any symptoms. This issue was not resolved with troubleshooting. The meter was replaced. There was no medical intervention or treatment given. No further information has been reported.